Manufacturer narrative:
(B)(4). The astato xs 9-40 guide wire was returned for evaluation. The returned guide wire had its coil wire elongated for approximately 11mm distal to the mid solder that was originally located at 15mm from the tip. At approximately 14.5mm distal to the mid solder, the core wire was found fractured. Under the scanning electron microscope (sem), the flat fracture surface of the core wire showed a spiral pattern of dimples. The fracture end of the coil wire was twisted likely due to torsion generated as the coil wire was pulled and straightened. Measurement of the returned guide wire suggested that approximately 0.5mm of the core wire and approximately 10mm of the coil wire with the tip were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the astato xs 9-40 guide wire. The applied stress would accumulated on the guide wire likely when the wire tip was being caught and restricted its movement by the lesion. When the accumulated stress exceeded the product design limit, it made the core wire fracture. Further applied tensile stress generated with wire removal had contributed to separation of the coil wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi astato xs 9-40 guide wire became separated during a ppi to treat a moderately tortuous, heavily calcified 90-99% occlusion in the anterior tibial artery. After the guide wire successfully crossed the lesion, recanalization was achieved by poba. Angiogram confirmed that a piece of the guide wire remained in the vessel. The physician determined to leave the fragment in situ and completed the procedure. The physician commented that the lesion was heavily calcified and the guide wire needed to be delivered with force to a certain degree in order to cross the lesion. There were no adverse patient effects associated with this event.